Event description:
(B)(6) study. It was reported that a thrombus occurred. On (B)(6) 2019, a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and 24mm watchman flx laa closure device & delivery system (wds) were used. The device was successfully implanted with complete seal. Prior to the procedure, 75 mg clopidogrel was administered. The patient was discharged on aspirin and clopidogrel. The first follow-up transthoracic echocardiogram (tte) dated (B)(6) 2020 revealed complete seal with no evidence of device thrombus. On (B)(6) 2020, a cardiac CT revealed suspected thrombus on device. Transesophageal echocardiography (tee) was performed on (B)(6) 2020 and rivaroxaban (10 mg) was started as treatment.